Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 5 mg/ml of morphine at 1.8701 mg/day and 150 mcg/ml of baclofen at 56.10 mcg/day via an implantable pump for non-malignant pain. On (B)(6) 2020, it was reported that the patient's pump had gone empty on (B)(6) 2020 at 12:01 pm. The hcp planned to fill the pump on (B)(6) 2020 and resume drug delivery. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Updated to reflect the information received on 2020-mar-09. Event description: updated to reflect the information received on 2020-mar-09 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cause of the patient's pump going empty was the patient not coming in for a refill appointment. The patient reportedly told the clinic staff that they had found a new doctor closer to their home. The patient's weight at the time of the event was provided. No further complications were reported.